Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. Corrected fields: d10. A getinge field service engineer fse evaluated the unit, but was unable to reproduce the reported malfunction. The unit passed the all manifolds test multiple times. Calibrations, functional testing, and safety testing all passed per factory specifications. The iabp was returned to the customer.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. Corrected field: g2.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) device is failing pim leak test. There was no patient involvement.